Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus meter serial number (B)(4). Patient 1 result from the meter was 4.0 inr and the laboratory result was 2.5 inr. Patient 2 result from the meter was 5.3 inr and the laboratory result was 4.3 inr. The laboratory method was not known. There was no allegation of an adverse event.